Event description:
It was reported that when an angioplasty procedure was nearing completion. The catheter balloon burst at 8atm & remained in the arm. The indwelling piece was removed by open surgery with no further complications being reported.